Event description:
This event was captured based on literature review. "Commercial versus partner study experience with the transfemoral edwards sapien valve for inoperable patients with severe aortic stenosis". It was reported that a single-center retrospective study was analyzed from april 2012 to february 2013, 69 consecutive inoperable patients with symptomatic severe aortic stenosis who underwent transcatheter aortic valve replacement (tavr) with a commercial sapien valve through the transfemoral route were included in the commercial group. The comparative group consisted of 55 inoperable patients from partner cohort b who were treated with a sapien valve at the same institution from january 2008 to august 2011. In cases using the complete percutaneous approach, after wire introduction, the arteriotomy access site was prepared with either a single prostar xl device or 2 perclose proglide 6f suture mediated closure devices. A 22fr or 24fr delivery sheath was used depending on the selected size of the valve (23 or 26 mm). The literature reports events of 4 patient deaths out of the 69 patients in the commercial valve group and 5 patient deaths out of 55 patients in the partner cohort b group. Correlation with a specific closure device (prostar xl or perclose proglide device) was not provided. No additional information.

Manufacturer narrative:
(B)(4). Patient age estimated as 83 years old. (Plus or minus 8 years). Patient gender estimated as male. (67 of 124 patients male). Date of event and therapy estimated. The article indicates the procedures were performed between january 2008 and february 2013. Medical history: peripheral arterial disease-commercial valve:(44%); partner cohort b: (19%). Previous cerebrovascular accident or transient ischemic attack-commercial valve: (15%); partner cohort b: (24%). Previous angioplasty-commercial valve: (33%); partner cohort b: (26%). Previous coronary artery bypass grafting-commercial valve: (29%); partner cohort b: (24%). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The perclose proglide and prostar xl devices referenced were filed under separate medwatch manufacturer reports. (B)(4) - indications for use. The proglide devices were used in catheterization prcedures were a 22f or 24f delivery sheath was used. The IFU states under indications that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. Lakshmana k. Pendyala, md, saar minha, md, israel m. Barbash, md, rebecca torguson, mph, marco a. Magalhaes, md, petros okubagzi, md, joshua p. Loh, mbbs, fang chen, phd, lowell f. Satler, md, augusto d. Pichard, md, and ron waksman, md. (Am j cardiol 2014;113:342e347) commercial versus partner study experience with the transfemoral edwards sapien valve for inoperable patients with severe aortic stenosis.

Manufacturer narrative:
(B)(4). The devices are not returning for evaluation; therefore, a failure analysis of the complaint devices cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.